Event description:
Reporter stated that customer received the following results on the compact plus system within 5 minutes: 1. 0.6 mmol/l, 0.8 mmol/l and 17.7 mmol/l 2. 0.5 mmol/l and 11.0 mmol/l sets of readings were taken at different times. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).